Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer would clear the alarm and resume insulin delivery. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level ranged from 200-350 mg/dl. The customer changed the infusion set tubing and was able to successfully fill tubing and resume insulin.